Event description:
A healthcare professional reported that intra op, a 6.0 contact emg tube was used for intubation with the use of a glide scope or visual intubation. The patient then started to d sat and was unable to ventilate. The 6.0 contact tube was then exchanged for a standard et tube with which the patient was ventilated. The doctor informed that the cuff looked over inflated on the initial 6.0 contact name tube, when it was removed. There was no patient impact. There was a delay of 30-40 mins and the procedure was completed with backup products. Additional information received that the tube was pushed out and then it was noticed that the tube was overinflated. As the sao2 (saturated oxygen) levels dropped, it was concluded that the patient was experiencing desaturation as result of overinflated cuff. The desaturation was noticed after the airway was established for the patient. The procedure was completed with a different emg tube of the same size.

Manufacturer narrative:
Product analysis found that visually, there was no damage in the construction of the device that would have resulted in the reported event. The electrode wire harness was still taped from packaging. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred normally; the pilot balloon inflated and deflated as intended. The device was inflate d/deflated multiple times and no issues occurred. For further analysis, a leak test was performed by submerging the cuff and the inflation assembly under water, at separate times, and no leaks were observed during inflation. For additional analysis, continuity was checked between each of the 4 electrodes. Electrically, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.3 ohms (blue with clear tubing), 3.3 ohms (red), and 3.7 ohms (red with clear tubing) in which all of the electrodes were within specification. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. As per IFU IFU m726750c793 a, the event and its severity are known and labeled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6: (B)(6) and fdp c50460 are not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.